Manufacturer narrative:
We were unable to perform displacement test due to missing retainer. The device was received with broken reservoir tube lip, missing reservoir tube o-ring and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there was a crack in the insulin pump's case. The crack can be seen on the reservoir compartment. The retainer ring was broken. The insulin pump was not bumped or dropped. The customer did not know how the damage occurred. The customer's blood glucose level was 12/9 mmol/l. The device will be returned for analysis.